Event description:
It was reported that smoke came out from the fiber port, and a noise was heard coming from the console. There was no patient involvement.

Manufacturer narrative:
The console was serviced by the field service engineer (fse) at the customer's site. The reported noise and smoking were confirmed. The fse replaced the debris shield and verified alignment, calibration and power output within specifications. It is likely that the damaged debris shield was causing the abnormal sound reported. As a result, the console was functioning as intended. The issue found could have affected the device performance leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that smoke came out from the fiber port, and a noise was heard coming from the console. There was no patient involvement.